Event description:
Customer reported device = 192 mg/dl. Customer took medication and felt dizzy. Customer called ambulance. Ambulance took customer to the hospital and their device = 57 mg/dl. Customer was given orange juice. No controls. A request was made for return product and replacement product was sent.